Event description:
Pt has experienced many problems after the use of the vacuum extractor including: black stools for 3 weeks, yellow color of skin, startle very easily, difficulty in breastfeeding, bruise mark on back of head, and top lip looks contracted. The extractor was used 3-4 times with a pressure of 20. User also claims that many notes in pt's chart are false.